Manufacturer narrative:
Examination of the returned devices finds evidence a bone screw was left proud within the acetabular cup. The bone screw was not returned for examination and the product/lot combination is not known. It is not known to what extent, if any, the bone screw not being fully and properly seated may have been a factor in the cup not achieving proper fixation. The DHR for the acetabular cup has been reviewed with no related deviations or anomalies identified. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a; rev. C. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address cup loosening, which was causing pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).